Manufacturer narrative:
On (B)(6) 2021 t he replacement devices were identified as mentor gel breast implants. On mar 24 2021, additional information was received indicating the date of explantation was (B)(6) 2020. The replacement devices were implanted at a later date. The patient also reportedly experienced implant site calcification on the left side. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, pain, implant site calcification manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the device was discarded post-explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/ or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation primary with a mentor memorygel breast implant 550cc and experienced rupture and pain on the left side post-operatively. Rupture was confirmed via mammogram and MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.